Manufacturer narrative:
Philips service replaced the touch screen module with the tsm replacement kit in the control room and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the xper module in the control room failed to start intermittently on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.